Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number for the device available? No. What were the indications for surgery? Colon cancer. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Unk. Was a complete transection of the cutting washer visually confirmed? Unk. Was a leak test performed? If so, what was the result? What was observed at the site of the leak upon reoperation? Unk. What was done during the second surgery? Used suture to oversew. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What is the current status of the patient? Stable and left from hospital.

Event description:
It was reported that on (B)(6) 2019, during the laparoscopic sub-colectomy, used cdh25a to anastomose the ileum and sigmoid colon. The patient had high fever the day after the surgery. The patient had anastomotic leakage on the third day. The surgeon performed the second surgery. The patient was in stable and left from hospital.